Manufacturer narrative:
D4. Corrected data, initial report: did not include lot # or expiration date. H4. Corrected data, initial report: did not include manufacturing date.

Event description:
The patient had three seizures following generator replacement, which was noted to be abnormal. She was hospitalized. The patient's device had been turned on during the replacement and diagnostics were normal. No further relevant information has been received to date.